Event description:
The hcp reported that the pump was removed due to infection. The pt presented with fever, redness, swelling, drainage and incisional wound opening. The device pocket was reported to be the primary location of the infection. It is unk if a culture was obtained or what treatment was instituted. The infection has resolved. The pump was not returned to the MFR for analysis.